Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The lead configuration was automatically changed to unipolar in which oversensing was observed. It was reported the patient rarely paces. Boston scientific technical services (ts) discussed evaluating the pacing and sensing configurations. No adverse patient effects were reported.